Event description:
It was reported that a comparison of the use before date (ubd) field and implant date of the left ventricular (lv) lead was found to be implanted after the ubd. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 6947, implantable tachy lead 2008-(B)(6). Concomitant product: 5076 implantable pacing lead 2008-(B)(6). (B)(4).